Event description:
Customer was reviewing pt results and noticed device was displaying duplicate results on many separate readings. A request was made for the return of the suspect device and replacement product was sent.